Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility did not save the device. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the lot number was not reported. The most likely root causes are: - hose connector damaged or broken during use, - tourniquet cuff incompatible with devices and accessories, - wrong size tourniquet cuff used, - improper connection to pump. The instructions for use (IFU) state: -warnings: --it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. --avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. -directions for use: --before beginning the procedure, verify compatibility of all devices and accessories. --prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patients' limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. --secure the cuff fasteners to ensure that the cuff stays in place during the procedure. --if the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. --inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported the pressure tourniquet cuff leaked and only reached 400cc and decreased from there, they tried on a new machine and had the same problem. They replaced the device and had no issues. There was no patient injury, medical intervention, or extended procedure time reported. There was no excessive bleeding or breakthrough. These are commonly used devices that are readily available.